Event description:
I got saline implants in 1999. Over the years several doctors who found no problem. One diagnosed me with asthma, then another said I didn't have asthma. Got worse in 2010 when I had some amalgam fillings changed out. My body could not detox fast enough. At the time I didn't know you had to go to a biology dentist to do this. I stumbled across a bii website (thank god!) And now I know where these symptoms are coming from because there are a page and a half of symptoms that match the others ladies suffering from this illness.